Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
In a literature study entitled, "changing refractive outcomes with increasing astigmatism at longer-term follow up for infant cataract surgery," there was a report of an infant who was implanted with an intraocular lens (iol) at the age of (B)(6). The infant had a changing refractive outcome over the course of (B)(6) years with increasing astigmatism. This report is for the right eye. There are 13 reports associated with this literature study.